Event description:
Customer was hospitalized for high bgs. It was stated that the lead screw appeared to over rotate. Troubleshooting was performed. The lead screw test passed. A replacement pump was requested.